Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had damage, electrode was very short and no electrode in the body. Customer's blood glucose level was 90 mg/dl. Troubleshooting was not performed. The sensor will not be returned for analysis.